Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however pictures and video was received and evaluated. The visual inspection of the provided pictures/video showed that there was an external leak at the level of the drain bag, near the stopcock. The reported condition was verified. It is to be noted that the prismaflex m100 set c and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. A nonconformance has been opened to address this issue. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause identified for the reported event is an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak was observed at the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.